Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower volume than programmed (under infusion) during therapy of many chemotherapy drugs (programmed amount and delivery rate unknown). The under infusions have been reported to be as much as 100ml in the acute pediatrics care area. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.